Manufacturer narrative:
D10: concomitants: (B)(6), 02-010-01-0340 - logic femoral ps cem right sz 4; (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; (B)(6), 200-02-38 - three peg patella 38mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (master case no. (B)(4)). Patient ID: (B)(6). 10/11/2024: additional information received in inbox on 10/11/2024. Attached email and revision op report. Revision surgery operative noted were provided. Preoperative diagnosis: right failed painful total knee replacement. Postoperative diagnosis: right failed painful total knee replacement plus femoral osteolysis of the medial posterior and lateral condyle, grossly loose femoral component, advanced wear of the patella, polyethylene on the tibial insert with delamination. Indication: the patient is a 59-year-old male who has been suffering with recurrent effusions, pain and stiffness. The previous x-rays and MRI demonstrated osteolysis with loosening of the femoral component. Description of the procedure: there was lateral wear of the patella button. The patellar button was well fixed. Electrocautery was used to clean the fibrosis from the margin of the femoral component. The femoral component appeared to be grossly loose. A reciprocating saw was used to break the interface between the implant and the cement. At this point, the femoral implant was tapped out with complete debonding of the cement and the implant. There was significant osteolysis of the posterior medial and posterior lateral and distal femoral condyles. Electrocautery was used to remove the fibrosis covering the osteolysis. The tibial baseplate was well fixed. A combination of reciprocating saw, microsaw, and osteotomes were used to remove the tibial component. The tibial component was carefully removed with minimal bone loss. The oscillating saw was used to remove the patella which appeared to be well fixed with moderate lateral osteolysis. The patient was revised to a competitor¿s devices. The patient was extubated and transferred to pacu. There were no complications noted. No additional information is available. It was reported that approximately 123 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available. Product: 2252298, 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm; 510k: k033883; UDI: (B)(4); product code: jwh; x-ray: no; operative notes: no. Concomitants: (B)(6), 02-010-01-0340 - logic femoral ps cem right sz 4; (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; (B)(6), 200-02-38 - three peg patella 38mm.